Manufacturer narrative:
This report is submitted on june 02, 2022.

Event description:
Per the clinic, the patient experienced skin infection and skin overgrowth at the abutment site and subsequently, was treated with topical antibiotics (specific date and duration not reported). The patient underwent a skin cauterization (specific date not reported) and abutment was removed in the same procedure.